Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 202,4 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that the area around the implant is swelling up and is all puffy. Patient stated the implant area is not painful; however, it is painful in the middle of their back and feels like under their skin there is a slice in their back spine. Patient mentioned they had a really bad fall a week or two ago and did a faceplant in their driveway on hard gravel. The patient was redirected to their healthcare provider to further address the issue. Additional information was received, it was reported the patient was in extreme pain, warm to the touch and swollen lower back on the implant site. Patient also stated that their controller stated, "check location" and on the menu it was dark and the other was lit. Patient said the stimulation still working but the pain on their back was awful. Patient added that on monday they saw their pain management doctor and was advised to stop some heart medications and order an MRI. Patient was waiting for an MRI appointment. The patient was redirected to their healthcare provider to further address the issue. Additional information was received; patient was in extreme pain and their last MRI was on the (B)(6) and the doctor didn't have anything until the (B)(6). Patient's implant area got real swollen or the size of a woman's fist. Patient was icing the area and all the pain was coming from the back side and it was so bad that they could see the exact lines of the cables going for the stimulator to the charger. It was reported that patient experienced swelling and bulging along the path of the lead to the ipg and swelling at the ipg site after a fall in (B)(6). Impedances were normal. Picture taken and lead migrated up to t7. Patient had an MRI last week and has a follow up with surgeon on (B)(6) 2025. Rep indicated they would provide any additional information as they become aware.